Event description:
It was reported that a gas leak occurred on the shaft of the device. An iceforce 2.1 cx 90 degree needle was selected for a cryoablation procedure to treat a renal cell carcinoma (rcc) inside of the patient. During the testing period for the procedure, bubbles were noted coming from the metal shaft close to the elbow. There were no patient complications, and the case was completed with an alternate cryoablation needle.